Manufacturer narrative:
(B)(4). The device was returned for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A review of the device logs revealed there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Visual inspection found damaged door cover. The door cover was replaced. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device failed accuracy check during the test & calibration process. The unit was repaired and it passed all check and calibration tests successfully. The device was serviced more than one year ago; therefore, the service history review will not be performed. The reported event could not be verified or duplicated based on the information available. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if an autopsy was performed. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.